Event description:
Rptr alleged obtaining a result of 82 mg/dl, which is in his normal range, on his advantage system while feeling very disoriented, weak, and sweaty, which are hypoglycemic symptoms. Rptr stated that his wife went to get him something to eat and then called the paramedics. Rptr stated the paramedics obtained a result of 30 mg/dl on their system about 20 minutes later and treated him with glucose gel in addition to the peanut butter and graham crackers that his wife had already given him. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.